Event description:
Patient chest became red during MRI of t-spine and c-spine studies. Manufacturer came on site to evaluate the coil performance and found it to be within manufacturer's specifications.

Manufacturer narrative:
The following elements have blank data.

Event description:
Patient chest became red during MRI of t-spine and c-spine studies. Manufacturer came on site to evaluate the coil performance and found it to be within manufacturer's specifications.